Event description:
Customer reported set appears to have separated either at upper fitment or lower fitment. No patient harm was reported. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.